Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-03713. Related manufacturer reference number 3006705815-2019-03714. Related manufacturer reference number 3006705815-2019-03715. Related manufacturer reference number 1627487-2019-10988. It was reported that during a revision procedure, the physician noticed fluid and suspected an infection. Further surgical intervention took place to explant the patient's system. The patient's culture came back negative and the issue has been resolved.